Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that noise was seen on rv lead and was reproducible with isometric exercises. Programming changes were made and noise was no longer seen. The patient condition was stable.